Manufacturer narrative:
(B)(4).

Event description:
It was reported that a no data message occurred. Data was evaluated and confirmed as signal loss over one hour. The probable cause of the signal loss could not be determined. The reported event of a no data message is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.